Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was good.